Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis and intramural leiomyoma of uterus on (B)(6) 2019. As concurrent condition the report mentioned pelvic pain since (B)(6) 2019. On (B)(6) 2019, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology. Final diagnosis: uterus with bilateral fallopian tubes, simple hysterectomy with bilateral salpingectomy: proliferative phase endometrium. Intramural leiomyoma. Focal adenomyosis. Fallopian tubes with intraluminal metallic wires, consistent with contraceptive devices. No evidence of atypia or malignancy. Pre and post operative diagnosis: pelvic pain and perinea pain. Specimen: uterus, cervix, bilateral tubes. Gross description: there are coiled metallic wires within the right and left cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis and intramural leiomyoma of uterus on (B)(6) 2019. As concurrent condition the report mentioned pelvic pain since (B)(6) 2019. On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology final diagnosis: uterus with bilateral fallopian tubes, simple hysterectomy with bilateral salpingectomy: proliferative phase endometrium. Intramural leiomyoma. Focal adenomyosis. Fallopian tubes with intraluminal metallic wires, consistent with contraceptive devices. No evidence of atypia or malignancy. Pre and post operative diagnosis: pelvic pain and perinea pain specimen: uterus, cervix, bilateral tubes gross description: there are coiled metallic wires within the right and left cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.